Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. However, it is likely that the blurry image occurred due to a faulty charged coupled device (ccd). Therefore, the defective device needed to be replaced, causing a 2-minute procedural delay. This supplemental report includes a correction to e2, e3, and g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of white lines and a fuzzy picture was confirmed which was due to a faulty charged coupled device. Additionally, device evaluation found kinks on the cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head had white lines and a fuzzy picture. The issue occurred during diagnostic procedure with a two-minute delay. The patient was not impacted by the malfunction, nor did it affect the outcome of the diagnostic procedure. No medical intervention was necessary.